Event description:
Caller states the patient tested 2.5 inr on the coaguchek xs system and 5.0 inr and 3.92 inr on the comparison lab. Caller states that the patient was treated in an unspecified way based on the meter results. No other actions were reported taken or treatment received. The lab result and meter result were taken from two separate blood draws. No adverse event reported. A request was made for the return of the affected product.